Event description:
The customer reported that their diamondclean powered toothbrush metal pin fell out during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Date of event is approximate. The device serial numbers or manufacturing numbers were not provided. Customer's mailing address was not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Manufacturer narrative:
Customer feedback: the spindle (metal shaft) came off along with the brush head (inside bh) while brushing the teeth. No injuries were reported. Based on the new information and reprocessing of the decision tree, the case is determined to be not reportable. The brush head is too large to cause suffocation or serious injury. Analysis results: product will not be returned to confirm a malfunction has occurred.

Event description:
05/12/2022 new information updated. The spindle (metal shaft) came off along with the brush head (inside bh) while brushing the teeth. No injuries were reported. Based on the new information and reprocessing of the decision tree, the case is determined to be not reportable. The brush head is too large to cause suffocation or serious injury.